Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited oversensing when the patient experienced an arrhythmia or during pacing. Oversensing was also observed when the patient was in clinic. The physician suspected that oversensing was due to noise or lead issue. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was capped and replaced successfully. The patient was stable throughout the procedure.